Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the bolt at the bottom of the back canes are loose and threads are worn.